Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2020.

Event description:
It was reported that the patient was unable to charge the device and was instructed to charge for two days but did not resolve the issue. The patient underwent an explant procedure of the entire system. The explanted ipg will not be returned .